Event description:
It has been reported to philips that plastic parts came off and fell from the column of the ceiling suspension. The system was not in clinical use when the issue was identified. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the two plastic screws from the monitor suspension column fell to the floor. The fse determined that the fasteners may become loosened due to use and external impact over the time. The fse used the adhesive to prevent the recurrence of loose clips and the system was returned to use in good working order. The codes were updated based on the investigation outcome.